Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The devices were not returned for evaluation as they remain implanted in the patients. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other device events mentioned are filed under separate MFR report numbers. Literature title :comparative effectiveness of different contemporary drug-eluting stents in routine clinical practice: a multigroup propensity score analysis using data from the stent-specific, multicenter, prospective registries.

Event description:
This is filed to report other serious injuries. It was reported in a research article that and xience prime stents may be related to death, myocardial infarction, stent thrombosis, re-vascularization of stented lesion and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparative effectiveness of different contemporary drug-eluting stents in routine clinical practice: a multigroup propensity score analysis using data from the stent-specific, multicenter, prospective registries". Please see article for additional information.